Event description:
It was further reported via journal literature that a computerized tomography (CT) scan revealed that the congenital lobar emphysema (cle) was in contact with the epicardial lead. A lobectomy of the right medial lobe was performed via a right thoracotomy. Immediately after the procedure, the threshold values normalized. It was suspected that the threshold increases were due to the mechanical interaction of the cle.

Manufacturer narrative:
This additional information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Referenced article: is it important to have a reduced size pacemaker for pediatric patients? An initial spanish experience of an adapted micra leadless pacemaker in a patient less than 3 kg with an interventricular communication and a congenital lobar emphysema. Cirugía cardiovascular. 2024. 1-4. Doi: 10.1016/j.circv.2024.11.006 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) epicardial lead which was connected to a customized pediatric leadless implantable pulse generator (ipg) exhibited rising, high and variable thresholds since implant. The patient experienced a worsening of their pre-existing emphysema. A traditional ipg was implanted to replace the customized leadless ipg. The rv epicardial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.